Event description:
It was reported that the patient presented in clinic for follow-up. The implantable cardioverter defibrillator (ICD) was found to be in backup operation after performing magnetic resonance imaging. Reprogramming was performed and the ICD was restored. Patient condition was stable.